Event description:
Customer reports drawer failure. No patient harm reported.

Manufacturer narrative:
Manufacture's initial report date: (B)(4) 2011. (B)(4). Additional data / failure investigation: additional information: field service technician found object obstruction causing drawer to fail.